Event description:
This was caught before it touched the patient; however, it was placed on the sterile field and prepared to be used. This is a defective catheter in which the tips of the catheter are molded to the wrong direction. If used in the patient it may or may not have had positive results. A new catheter was opened and used and this one was tagged and bagged to be sent back to the company for exchange or refund as defective.